Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that approx. 2 months this right atrial lead was repositioned due to dislodgement. This lead dislodgement reoccurred after the first reposition which took place approx. 2 weeks after the initial implantation.